Manufacturer narrative:
Batch review performed on 06 may 2019: lot 187076: (B)(4) items manufactured and released on 15-jan-2019. Expiration date: 2023-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721), lot 187907: (B)(4) items manufactured and released on 21-nov-2018 . Expiration date: 2023-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 weeks after primary surgery, complaining of pain caused by a hematoma. The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.